Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated and the subject device could function without any problem. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the evaluation result, omsc surmised that the reported phenomenon was attributed to the temporary power supply failure due to the aging deterioration of the power supply unit by long-term use because over eight years had passed from the subject device had been delivered. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc. Omsc checked the subject device and found that the reported phenomenon could not be duplicated and the subject device could function without any problem. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user the following; during the preparation for use, the user turned on the subject device and confirmed that the endoscopic image was displayed. The user once exited the examination room then returned and found that the subject device turned off and the endoscopic image was not displayed. The user cycled the power of the subject device, the subject device was turned on and the user could use the subject device. The user completed the procedure with the subject device. The condition of the power cable connection had no problem. There was no report of patient injury associated with the event.